Event description:
It was reported that the device's flow rate is out of tolerance. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a swollen dso seal. Review of the event history log was not applicable. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective expulsor was the root cause. The expulsor was sanded. The service history review identified no indication that the complaint was related to a service of the device within the review period.